Event description:
Caller alleged discrepant results. Results as follows. Inratio precision data provided by end-user lot: date: 2008. Inratio: 1st inr=1.2, 2nd inr=1.9.

Manufacturer narrative:
In 2009. End-user reported precision discrepant test result, two inratio tests. %cv found precision off. In-house retained record indicated no product deficiency. Test technique deviated from standard. Tsr provided test technique training. No further action required. No corrective action is required as no product deficiency was established. The meter is not expected to return. No further investigation is required at this time.